Event description:
It was reported that a pericardial effusion with cardiac tamponade occurred. A left atrial appendage closure (laac) procedure was being performed. The physician was attempting to perform the transeptal puncture (tsp) with the versa cross connect system and a watchman fxd curve access system (was) via intracardiac echo (ice) imaging. The physician then used the versa cross connect and the was sheath to dilate the septum to get the ice catheter across to the left atrium (la). The physician began getting measurements and images of the appendage from the left side of the heart, when la access was accidently lost and fell into the right side of the heart. The physician began to manipulate the ice catheter to go back to the left side, and upon doing so a pericardial effusion was noted on the right side of the heart. The physician opened a pericardiocentesis tray and began draining fluid and also called the cardiovascular (cv) surgeon. Once the fluid was drained from the pericardium, the patient was found to be still bleeding. The physician's decided to give the patient a pericardial window to drain the rest of the fluid. They drained the pericardium and closed the patient successfully. There was no perforation noted, and the physicians suspected that the effusion was caused by the ice catheter possibly scraping posteriorly during ice manipulation in the la. The patient went to the intensive care unit (ICU) for observation.